Event description:
The pt was admitted to the hosp to undergo cystoscopy, right retrograde pyelogram, right ureteroscopic laser lithotripsy and placement of a right ureteral stent. During the laser lithotripsy, a very small piece (200 micron) of laser fiber tip broke off into the right renal pelvis. Several basket attempts were made to retrieve the laser fragment, but they were unsuccessful. The other procedures were completed uneventfully and the pt was discharged with a good prognosis. The physician felt that this fragment piece should pose no future harm to the pt and may be able to pass on its own. The pt returned for f/u 2 weeks after the procedure and was doing well.